Event description:
During an in clinic follow up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and no anomalies were noted. The lv lead was programmed off and additional intervention is anticipated. No further invention has been performed at this time. The patient was stable and will continue being monitored.